Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter also sent report to FDA: the user facility is foreign; therefore a facility medwatch report will not be available. Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. The two clamps were returned without original packaging in biohazardous bags. The clamps were viewed through the bags and were noted to be stained dark red, resembling blood and indicating a use attempt. Both of the posts were fractured, one with the plates fractured and separated, and the other fractured above and after the plate had been spun down. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the devices experiencing force in excess of what they were designed to encounter during the attempted use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the clamps couldn't be fixed during surgery. As the surgeon rotated the plate, the plate could not be tightened. The product was returned and the posts were noted to be fractured. No adverse events have been reported as a result of the malfunction.